Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using an ilet system, with continuous delivery reported, no leaks noted with a 6 mm, 23" infusion set, and no pump alarms indicating stopped insulin delivery; the user had eaten and announced the meal, yet glucose remained elevated. Symptoms included elevated blood glucose, peaking at 497 mg/dl, with high levels persisting for approximately three hours and alerts for levels above 300 mg/dl for more than 90 minutes. Outcomes included self-management without backup therapy initially, no ketone testing, no professional medical intervention, no assistance required, and no acute health effects such as dka or loss of consciousness; the user later elected to administer a manual injection per physician guidance. Investigation included telephone troubleshooting, education, and guidance to perform an infusion set change, with follow-up confirming persistent hyperglycemia despite these actions. Investigation of this case revealed that the cause of the hyperglycemia remained unclear, as device alarms and delivery stoppage were not reported and a definitive device malfunction could not be confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.